Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism would not disengage and the needle was could not be removed, requiring a second venipuncture. The following information was provided by the initial reporter, translated from japanese: this is a report about failure to decouple the needle of nexiva. The customer's verbatim report is as follows: after establishing an IV route by nexiva, the hcp attempted to pull the needle back but it was not separated from the unit. Re-venipuncture was required.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva unit. Additionally, four photos were provided. The device was received already retracted and decoupled. There was also media present indicating it had already been used. Further microscopic analysis did not discover any adhesive which may cause failure to decouple. The needle was also put back to its original state and attempted to retract and decouple to replicate your reported issue. No defect was discovered, the device decoupled successfully. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system safety mechanism would not disengage and the needle was could not be removed, requiring a second venipuncture. The following information was provided by the initial reporter, translated from japanese: "this is a report about failure to decouple the needle of nexiva. The customer's verbatim report is as follows: after establishing an IV route by nexiva, the hcp attempted to pull the needle back but it was not separated from the unit. Re-venipuncture was required."